Event description:
It was reported that during central processing customer reported they stated the endoscope had a cut on the cord. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 0 degree endoscope be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
The 30-degree endoscope has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. Additional observations not reported by site: fa found a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected, and fa found mechanical damage to the scope¿s distal tip, cosmetic damage, and the cable integrated connector housing exhibited discoloration.

Event description:
Refer to h10/h11 for follow-up information.